Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42 with the g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete instructions for resetting the pump, and after following these steps, the caller no longer experienced the cgm error. The caller was able to successfully start their sensor session.